Event description:
It was reported that the bd saf-t-intima¿ with y adapter yel 24ga x 19mm had not been covered by sheath. The following information was provided by the initial reporter: ''I used the saf t intima as a teaching aid on myself with a student nurse, so the item has been used, but with no needle stick injury; however, I could see that the needle had not been covered by the sheath. The product is available to see.'' There is a technique to removal so that the needle slips into the safety sheath and therefore will not cause a needlestick energy. This saf t intima needle did not slip into its safety sheath.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 11-jan-2023. H5: imdrf annex a grid: a0510. H6. Investigation summary: our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the sample. Analysis of the sample showed that the sample was within proper manufacturing specifications. A pin gauge was used to measure the internal diameter of the sample and no measurement irregularities were found. Bd determined that the most probable cause of the failure was error during use. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that the bd saf-t-intima¿ with y adapter yel 24ga x 19mm had not been covered by sheath. The following information was provided by the initial reporter: ''I used the saf t intima as a teaching aid on myself with a student nurse, so the item has been used, but with no needle stick injury; however, I could see that the needle had not been covered by the sheath. The product is available to see.'' There is a technique to removal so that the needle slips into the safety sheath and therefore will not cause a needlestick energy. This saf t intima needle did not slip into its safety sheath.